Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units display has turned off. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse did not find any problems. Diagnostic and functional tests were performed. The fse stated that the functional tests were carried out with positive results. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a